Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The lens was damaged lens, there was moisture inside the unit, and battery compartment corrosion was noted. Power up process was performed and the reported problem was duplicated. Moisture inside pump shorted out main pcb (printed circuit board). The root cause of the issue was deemed to be customer-related. Actions(s) taken to mitigate the reported issue(s): replaced main pcb.

Event description:
It was reported that the pump would not power on but just alarmed. No patient injury was reported.